Manufacturer narrative:
Device evaluation: the device is currently under evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation, conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during a digital subtraction angiography (dsa). Injector settings: 72 psi, 40 ml at 20 ml/s. No patient harm or injury was reported.